Event description:
This is the same case and patient as MFR report # 3005099803-2011-02853. This report pertains to the first of two devices. It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure (exact date unknown). According to the complainant, the patient experienced severe and permanent bodily injuries and physical pain. The exact nature and date of onset of these injuries is unknown and reportedly unavailable.